Event description:
Dealer stated the lights on the joystick are scrolling with no wrench code, advised to disconnect the battery charger from the system, this did not fix the scrolling problem, dealer hooked up a mk5 spj and it still scrolled, advised to replace control module, no injury alleged.